Event description:
Report provided by the end user states that the entire area that tape collar touched was red, raised and itchy. The user states they use adhesive remover, then warms the water with the aid of a blow dryer before applying the pouch. The patients subsequent outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to FDA 483 issued april 16, 2014. Devices listed in this report is (are) use for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. It is noted that there are blank areas on this form, the information was not provided or is unknown. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends. The brand name should read as s4s/sur-fit natura 2pc-2pc durahesive (dh) convex moldable wafer.